Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received a low battery power alert and it remained frozen on the screen. The customer was unable to clear the alert. During troubleshooting with tandem technical support, the alert was cleared. The customer's blood glucose level was impacted.